Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-sep-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was scheduled for a lead revision due to lack of pain relief. The factors that might have led to or contributed to the issue is unknown. The patient was scheduled for the revision on (B)(6) 2018. There were no reports of medical or therapy issues and no patient symptoms reported. The patient was alive with no injury at the time of the report and there were no further complications reported or anticipated.